Event description:
This 50 year old female originally had silicone breast implants implanted in 1972 with revision and change to saline in 1994. She appears to have residual leakage of the silicone. The saline implants were quite noticeable due to rippling in their very thin skin. Gross exam: the right implant was intact without gross evidence of leakage of its contents and weighs 290 gm. The left implant weighed 265 gm and light pressure revealed a pinpoint defect which exudates a watery clear fluid.